Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: no insulin delivery or functional defects were found with the returned pump. A 29 hour flow test was performed on the returned pump; the pump passed and was found to be delivering within the required specifications. The black box for the original complaint has been overwritten and is no longer available for investigation due to continued patient use of the pump. Review of the daily insulin delivery totals shows pump was delivering accurately up until the last date used by the patient.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 alleging erratic blood glucose (bg) readings since starting on the pump the day prior. The patient reported that he began using the pump on the afternoon of (B)(6) 2012. At approximately 4:30pm that evening the patient experienced a low bg of 42 mg/dl 1 hour after having administered a 6.8u bolus (using ezcarb bolus feature) for a drink (68 grams of carbohydrates). It is not known if the patient developed symptoms; however, the patient claimed he required the assistance by family to treat the low bg with a fruit drink. The patient confirmed that his bg came up and he was more aware after treatment. At the time of the call, the patient also reported that his bg's have been higher than usual on day of call. The patient stated his normal range is 80 to 250mg/dl and at 9am on (B)(6) 2012 his bg was 272 mg/dl. The patient denied developing symptoms suggestive of hyperglycemia with the high bg. At the time of troubleshooting, the patient could not recall when he last administered a lantus injection prior to starting the pump. Customer support noted there were no alarms since patient began use of pump. The patient informed he was able to prime the pump successfully the evening prior. Animas customer support noted that the patient was a new pumper and required adjustments to his pump settings. Although troubleshooting did not reveal a malfunction of the animas device, this complaint is being reported because the patient developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy.